Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, bulge, edema and nodulation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema, erythema and skin irritation: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the left and right malar region. Prior to injection the patient had "skin antisepsis with chlorhexidine and alcohol" and after injection patient was treated with chlorhexidine. About two months after injection, the patient developed "slight redness" in the malar region and right eyelid. Patient was treated with topison and cicplast baume. The symptoms improved. In the next month, the patient had started taking nsaids (meloxicam) for "ankle ligaments stretch." Once the patient stopped with the nsaids 5 days later, the patient developed "bulge in the right and left lower eyelids regions and slight edema." On palpation, it was observed "a slight nodulation in the right and left eyelids (located just above the malar bone borders)." There was no erythema or heat in the eyelids. No complaint about fever or respiratory symptoms. Around the end of that month, the patient had a root canal treatment. Patient was seen again a few days later and the patient had developed "slight bilateral eyelid edema (1 on the right and 1 on the left), with slight painless nodes during palpation (just above the bone borders)." There was no product injected in this area. Patient was then treated with prednisone, avalox, fexofenadine, ranitidine and cicaplast baume. Symptoms are ongoing. The healthcare professional "doubted if the adverse event is related to a granuloma reaction to [dermal] filler or eyelid allergic reaction."